Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that: "an implant that was no longer sterile was inadvertently installed. This was noticed after the operation."

Manufacturer narrative:
The reported event could be confirmed based on the information provided, reported expiration date - implantation date. A device inspection was not possible since the affected device was implanted. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling indicates as follows: an implant whose packaging is open or damaged or whose expiration date has passed must not be used. Based on investigation, the root cause was attributed to a user related issue (off-label use). An nc has been opened by the affected local german stryker to investigate further (expired implant in consignment stock). If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that: "an implant that was no longer sterile was inadvertently installed. This was noticed after the operation.".